Event description:
Livanova( B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. A pcr test was performed. There is no known patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2.5-3 meters from the surgery field. In addition, it was learned that the hydrogen peroxide (h2o2) level is not checked daily as recommended by device instruction for use despite the device being stored full of water. In detail, it was communicated that the h2o2 level is not checked during week-ends. This deviation from device instruction for use may have led/contributed to the reported contamination.